Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing a low blood glucose level of 46 mg/dl. Programming was correct, except for the time, and troubleshooting was performed. The insulin pump did not pass the displacement test. The customer's son called the paramedics but they only checked the customer's vitals and blood glucose levels. Nothing further was reported.